Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 400 mg/dl. It was stated that the customer had been dealing with a lot of stress, other illness and being very insulin resistant. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.